Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that externalized conductors were observed between rv and svc coil. The lead was explanted.

Event description:
It was reported that the lead exhibited noise. Several egms showed aborted therapies. The patient was scheduled for lead replacement. When the patient was seen again at a different hospital, the noise could not be reproduced. The noise seen previously only occurred between (B)(6) 2011 and (B)(6) 2011. The patient will be seen in (B)(6).